Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How long was the procedure prolonged? Was there any patient consequence? Was the post-operative care for the patient changed as a result of the event? What is meant by ¿difficulty in moving the second trocar 5mm extra pubic¿? Was the trocar difficult to insert for use? Were any issues noted with placing instruments in and out of the trocar port? Were all pieces believed to be retrieved from the patient?

Event description:
It was reported that during a laparoscopic appendectomy procedure, difficulty in moving the second trocar 5mm extra pubic. When viewing through the laparoscopic trocar, the user notices the presence of small fragments yellow at the trocar site, corresponding to the yellow abrasion obturator. Extraction debris and careful washing by the surgeon. Surgery was prolonged.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the procedure prolonged? 10-15 min. Was there any patient consequence? No. Was the post-operative care for the patient changed as a result of the event? No information available. What is meant by difficulty in moving the second trocar 5mm extra pubic? Was the trocar difficult to insert for use? Yes. Were any issues noted with placing instruments in and out of the trocar port? No. Were all pieces believed to be retrieved from the patient? It was done at the maximum. Careful washing by the surgeon.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the d5st device was returned with the tip of the obturator scratched. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. A possible cause for the damage at the tip of the obturator is contact with other sharp instruments during the surgical procedure. The scratches were found only at the zone of the obturator that protrudes from the sleeve when inserted though the trocar. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.